Manufacturer narrative:
At the time of this report, the device had not been returned for evaluation. As no device was available for evaluation, the root cause of this complaint cannot be confirmed. If additional information becomes available, a follow up report will be submitted. Follow up #1: the device was returned and a small burn mark and hole approximately 18 inches from the slush plate on the warmer side was observed. The DHR was reviewed and this lot was manufactured on 04/13/2016 and contained 2,256 pieces. No defects were reported in process, packaging, or final inspection. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling,product insert and in-service presentations. Because this appears to be misuse by the customer, no additional actions are being taken at this time.

Event description:
It was reported that a drape had a slit and it was used on the new warmer/slush unit.

Manufacturer narrative:
At the time of this report, the device had not been returned for evaluation. As no device was available for evaluation, the root cause of this complaint cannot be confirmed. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that a drape had a slit and it was used on the new warmer/slush unit.